Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event ((B)(4)). Review of sterilization certification confirms device was sterilized in accordance with iso (B)(4).

Event description:
It was reported that patient underwent left total knee arthroplasty on unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 and (B)(6) 2015 due to instability caused by the patient's anatomy. It was further reported that another revision procedure was performed on (B)(6) 2015 due to infection. The polyethylene tibial bearing and tibial locking bar were removed and replaced.